Event description:
Programming wand was returned with no problems. However, during analysis on the wand, it was found that the serial data cable, which produced communication errors, had an intermittent conductor and the returned battery was depleted. A known good bench serial data cable and a known good bench battery were substituted. All communications errors cleared. No other anomalies were noted.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.